Manufacturer narrative:
This is two of three manufacturer reports being submitted for this case. The report represents the first implanted valve (second s3 valve used) in the case. UDI number: b)(4) thv/(B)(4) registry. Per the instructions for use (IFU), valve malposition and valve migration requiring intervention are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. During valve deployment, the lvad and ECMO flows were turned down low, not off, which likely contributed to the ventricular placement of the valve. Per the report, the valves migrated ventricular because the valves did not have a strong initial anchoring point, there was no calcium in the annulus and because of the pulling of blood from the ventricle into the lvad. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 26mm sapien 3 valve was implanted within a pre-existing medtronic evolut r valve in the aortic position via subclavian approach. The valve was able to be aligned, although, there was difficulty with both gross and fine valve alignment. During valve deployment the balloon did not inflate and blood was observed in the syringe. The delivery system and valve could not be removed through the esheath. Left femoral access was obtained and a 24fr sheath was inserted to attempt to snare the delivery system from the subclavian, but it was unable to be pulled down successfully to the descending aorta. A cut-down was then performed to remove the devices from the subclavian and the artery was repaired. Upon removal, the balloon appeared separated/broken at the proximal end. During deployment of a second 26mm sapien 3 valve via transfemoral approach, the valve landed too low in a 10:90 aortic/ventricular position. A third 26mm sapien 3 valve was then implanted without issue. At the end of the procedure, the two implanted sapien 3 valves appeared to migrate slightly ventricular and corevalve was implanted to secure the valves. Post procedure, the patient remained hemodynamically unstable and expired 2 days post procedure. Prior to the tavr procedure, the patient arrived at the hospital on left ventricular assist device (lvad) and with aortic insufficiency (possible due to the lvad). The patient was placed on extracorporeal membrane oxygenation (ECMO) prior to the tavr procedure. During valve deployment, the lvad and ECMO flows were turned down low, and not off, which likely contributed to the ventricular placement of the valve. It was felt that the valves did not have a strong initial anchoring point as there was pure ai, no calcium in the annulus, and unable to deploy the sapien 3 valve within the evolute r valve because it was sitting above the annulus. The valves continued to migrate ventricular because of the pulling of blood from the ventricle into the lvad once the lvad flows were turned back up. The procedure was considered to be a ¿last ditch effort¿. Post procedure, the patient remained hemodynamically unstable and continued to have aortic insufficiency. Additionally, the patient was septic (source unknown).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-03638 and 2015691-2018-03641.